Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was trying to load a new cartridge and was instructed to clean the pump's pneumatic tap area with an alcohol wipe or lint-free cloth. The issue was resolved after reloading the same cartridge, and the caller successfully resumed insulin use.